Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3057, serial # unknown, product type screening. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient's leads got caught on something and pulled out. No patient symptoms and no further patient complications have been reported as a result of this event.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer¿s weight was approximately (B)(6). It was noted this was a peripheral nerve evaluation, so the consumer had follow-up on april 19th to discuss bowel diaries and their next steps.